Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The download data shows the device was deactivated after first prime, prior to when the needle mechanism is intended to deploy. No timeouts or drive stalls were seen in the data. No damages or defects were found that would prevent the device from completing second prime and deploying the needle mechanism as expected. Both sma wires were measured to be high, out of specification. Inspection of the sma wire assembly found no damages or defects that would lead to a higher resistance. Download data does not show an increase in pulse width values indicating that the out of specification wires did not affect device functionality or contribute to the reported event.